Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of damage or disconnection of the image sensor unit due to repetitive stress, external factors, user handling, or a component failure on the electrical circuit board. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced a no image issue. The event occurred at the beginning of the therapeutic surgery for pharyngeal tumor. The procedure was completed using a similar device. The delay was only long enough to switch the equipment for replacement. There was no reports of health hazard to the patient or user of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation was confirmed and reproduced. The no image issue was due to damage on the charged coupled device unit, and the image was not displayed. Additional events were identified during evaluation and are as follows: due to damage on insertion pipe, insulation resistance value does not meet the standard value, the universal cord has a scratch, and the video connector has a crack due to physical stress. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.